Manufacturer narrative:
No malfunction of the device is suspected. End user was not exercising caution while operating the power wheelchair on a steep, non-ada compliant ramp, and while not wearing the seat belt. Hoveround's owner's manual warns end users, "avoid ramps and slopes that are too steep, such as those that exceed 5 degrees," "information about the design of ramps appropriate for wheelchair access for your home are contained in guidance from the americans with disabilities act, which can be located at www.accessboard.gov/adaag/html/adaag.htm," and, "always use the seat belt."

Event description:
End user reports while operating the power wheelchair on a steep, non-ada compliant ramp she fell. End user was not wearing the seat belt.